Event description:
It was reported that the customer had a low blood glucose level. The customer blood glucose level was unknown. Troubleshooting was performed, and the displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.